Event description:
It was reported that a smiths medical pump failed accuracy -8.45% (while testing/date unknown). No patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported failed accuracy. The device was received with no physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed no evidence of the reported problem. To further investigate, an accuracy test was performed. Customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump.